Manufacturer narrative:
The investigation confirmed that the unit starts to become warm when in operation. When the enclosure casing was opened, one burning mark was observed on the inside of the top cover casing. Further investigation found that the resistor r53 exhibited a crack, and this ultimately led to the high current of the transistor q1. Indeed, the location of the transistor matches the location of the burning mark. The crack of the r53 resistor could be due to the mechanical damage caused by dropping the device. Emu40ex breakout box has a resettable fuse. After flow of high current, the fuse will open, causing turn off the device power, which prevent device from further heating. The crack of r53 is a single fault condition. There is no safety issue from the heating up of the device due to the presence of the fuse. No further action is required.

Event description:
A customer reported that an emu40 ex breakout box (s/n: (B)(4)) became hot. The patient had to place a pillow in-between to avoid contact with the device. The patient was not injured.